Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set with pre-attached holder, the device experienced insufficient blood flow through the device. The following information was provided by the initial reporter. The customer stated: when proceeding to the extraction, the blood does not flow into the tubes.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set with pre-attached holder, the device experienced insufficient blood flow through the device. The following information was provided by the initial reporter. The customer stated: when proceeding to the extraction, the blood does not flow into the tubes.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set with pre-attached holder, the device experienced insufficient blood flow through the device. The following information was provided by the initial reporter. The customer stated: when proceeding to the extraction, the blood does not flow into the tubes.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by draw testing and no issues were observed relating to insufficient blood flow as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode insufficient blood flow. Bd was not able to identify a root cause for the indicated failure mode.